Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using local anesthesia, as annular contact was made, the patient moved and "started to feel uncomfortable". Upon deployment, the valve dislodged into the ventricle. It was reported that the valve "was extremely constrained in the annulus". A second transcatheter bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic record review showed the valve was across the annulus and in an acceptable position. At the start of the valve flare, positioning was good, a bit deep but was within best practice guidelines and was noted as acceptable. There no video of the full deployment. The reported event noted the issue was patient movement which pushed the device down, with an estimated depth of 20mm, causing the valve to be constrained due to the deep position. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Potential factors that can influence valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. In this case, the dislodgement of the valve was most likely was due to the patient movement, as reported. Anatomy may also have played a role as the patient had a horizontal aorta, and a large sinus of valsalva (sov). Dislodgement events are typically not related to a device malfunction. This event does not allege or indicate device misuse or malfunction occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.